Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the rv threshold has increased, but it is unclear if this is due to an issue with the device or the patient's medical condition. The patient was hospitalized and planning for diagnostic procedures is ongoing.